Event description:
The system was returned with no information. No symptoms or reason for removal was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Referred to the catheter. Final device analysis of the pump revealed no anomaly found-normal device function. Final device analysis of the catheter revealed a slice cut 15.5 cm from the distal end, and the catheter was slightly bent and compressed.